Event description:
Customer reported the system will not fluoro and is displaying a communication error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the cmos battery. System operates as intended.